Event description:
It was reported that there were several cracks on the device that caused leaks. There was no patient injury. There was no medical intervention required. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One photograph of the reported device was received for investigation. The reported issue was confirmed in the photograph, which demonstrated a crack in the device that could result in leakage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The investigation could not identify a root cause for the observed crack. Trend information will continue to be monitored.